Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
Asku

Event description:
It was reported that the battery voltage was at 2.62 volts but recommended replacement time (rrt) was not indicated. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Asku

Event description:
It was reported that the battery voltage was at 2.62 volts but recommended replacement time was not indicated. It was also reported that device did not meet customer's longevity expectations. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.